Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported hearing sensation with the device is getting worse.

Manufacturer narrative:
Conclusions: based on the received information, it seems that the reported decrease of hearing was caused by a post-operative migration of the active electrode array out of the cochlea as confirmed by CT scans. A revision surgery to re-insert the electrode was successfully performed. The concerned device remains implanted and in use. This is a final report.

Event description:
The recipient reported that the hearing sensation with the device was getting worse. The hearing performance was very good before the event occurred. No known anatomical condition had been reported. The recipient underwent a revision surgery. The electrode was successfully re-inserted.